Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.6. Investigation summary: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw 6 vacutainer tubes, and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that during use with bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder there was insufficient blood flow. The needle had to be replaced, there was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: during blood collection, although a flash back was confirmed, blood did not flow into the tube. The hcp heard the sound of air coming out. It worked without a problem after switching the needle.